Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had patient details not listed. The technical support specialist dialed into the server and reviewed the affected patient, who had multiple visit ids. The tss contacted the customer pharmacist to confirm the correct visit ID. The customer confirmed visit ID 228209571, which had been discharged, and stated no further checks were needed. No issues reported at this time. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient had not been listed, and epic admission had not crossed into pyxis. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.